Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device powered up with an abnormal grinding noise from the fan assembly and a s233 did not alarm with a s233 (overtemperature) malfunction alarm code was noted in the device history. The probable cause of the s233 error code was due to a broken fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an s233 (overtemperature-psc) malfunction alarm code and a noisy fan. The device was returned to the biomedical department with a note that stated, "s233 malfunction alarm, noisy fan." No information was provided, therefore, no specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.